Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a prefill syringe. The customer reports when attempting to flush a patients IV, the nurse felt more resistance than usual. When the nurse looked at the 10ml syringe, it was pulled back and empty which the nurse said it came directly out of the package in that condition. It was possible a small amount of air could have been injected when the nurse felt the resistance and removed the flush from the patients IV. There was no medical intervention required and no harm to the patient.